Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an act plus instrument, it was reported that the electronic and weekly controls are ok but when a patient is processed the customer sees a difference that does not make sense compared to the other machine they have.a patient presented with stemi((st-segment elevation myocardial infarction).the patient had received 5000 u of heparin, as usual the customer did an act which gave a result of over 301. The customer then gave a further 2000 u of additional heparin, and towards the end of the case, they did an act again, and analyzed it in their two machines. In the phillips room, the result was over 400, and in the siemens room, the result was 167. A big difference was therefore noted. The next day, the customer repeated the checks and did the bloodsheep. They then tried out with two different patients to do the tests in both rooms, and it turned out that the results were similar. The use of the instrument was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that the electronic and weekly controls appeared functional but displayed discrepancies in patient processing compared to another instrument, was verified during service. The service technician observed that the actrac drop times value was slightly lower, but within specs. Additionally, the sensor board had blood stains, and dust was present on electronic components. The issues were resolved by cleaning the sensor board, removing dust from electronics and replacing the assy switch soft key act plus, the assy switch keypad act pls, the keypad overlay intl act plus and the overlay softkey intl act plus. Preventive maintenance was performed per specifications. Correction to b1: adverse event included. Correction to h1: updated to serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.